Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 368607, batch no. 9105741. There was an incident with blood collection 21g needles, bd cat# 368607. There was residue coating the needle. Unfortunately this was used on a patient before it was noticed (pulled out before blood drawn). Needle was injected and then it was noted that there was a residue on it so blood was not drawn.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 368607 batch no. 9105741. There was an incident with blood collection 21g needles, bd cat# 368607. There was residue coating the needle. Unfortunately this was used on a patient before it was noticed (pulled out before blood drawn). Needle was injected and then it was noted that there was a residue on it so blood was not drawn.